Event description:
It was reported that an unknown sensor issue occurred. On (B)(6) 2025, the patient¿s healthcare provider (hcp) reported that the patient had a ¿multi-month hospitalization after falling down some stairs due to hypoglycemia¿. No other event details were provided, including what the cgm was displaying at the time of the event. Attempts to reach the patient and hcp or further event clarification were unsuccessful. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.